Event description:
An issue was received by a radiologist at a medical care facility, who was concentrated about slice to slice brain perfusion variations in review of an acquisition obtained through use of philips jog mode by CT brain perfusion software.

Manufacturer narrative:
The root cause of the issue is that the user was attempting to send acquisition data to the vitrea 2d brain perfusion software for an acquisition method, philips jog mode, that is currently not supported by the vitrea software.